Event description:
It was reported to covidien on 07/21/2009, that a customer had an issue with a dialysis catheter. Customer states that the catheter adapter was cracked in a straight line from the distal end of the adapter to the proximal end of the adapter. This catheter was pulled and replaced with a vaxcel. This pt has passed away, but according to clinician the pt's death had nothing to do with the adapter crack. Pt had vaxcel catheter in place at the time of death.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.